Manufacturer narrative:
Additiona information: b5- the reporter indicated that a 13.7mm micl 13.7 of -7.0 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Elevated iop; significant reduction of irido-corneal angles was reported. Patient stated "she noticed haloes around any lights. The lens remains implanted; however the surgeon performed enlargement of pi; and it is reported that the surgeon has gone back and performed a second iridotomy. Patient states no pain or vision changes. The left eye pressure is ok. D6a: implant date: (B)(6) 2020. H1-serious . H6- clinical code:4581-significant reduction of irido-corneal angles. Health effect:4625- enlargement of pi; iridotomy and second iridotomy. H6-investigation code 4110: lens work order search: no additional similar complaint type event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5 in previous MDR the lens diopter reported -7.0 is corrected to -11.5. Claim# (B)(4).

Manufacturer narrative:
Additional information; b3 - additonal information - 08-oct-2020. B5- reported as; the reporter indicated that a implantable collamer lens was implanted into the patient's eye. Pressure spikes were observed. Lens remains implanted. - correct to; a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop (49mmhg) without pupil block and angle colsure; significant reduction of irido-corneal angles. Enlargement of pi. Additiona of ne pi. Yag. Lens exchanged with a shorter length lens and problem resolved. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D4: update data: primary unique device identifier (UDI)#: (B)(4). "UDI related data quality updates only". Health effect - impact code: d6a; update data; (B)(6) 2020. D6b: update data: (B)(6) 2020. H6 - health effect clinical code; 4581: angle closure. H6 - health effect - impact code: 4629. Claim# (B)(4).

Manufacturer narrative:
B5 - updated to: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop and significant reduction of iridocorneal angles. Enlargement of pi & secondary yag were performed. Uveitis/iritis was later reported and medication was administered. The patient reported that the lens was exchanged and the surgeon is overseeing recovery. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H3 - device returned, product evaluation not required. H6 - clinical code 2227 & problem code 3001 are not applicable. Claim# (B)(4).

Manufacturer narrative:
B5 - corrected to: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop and significant reduction of iridocorneal angles. Enlargement of pi was required. Persistent uveitis/iritis occurred & medication was administered. The surgeon determined an exchange for a smaller size lens was required, as that was the cause for the reported events. The patient reported the lens was exchanged and the surgeon is overseeing recovery. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim# (B)(4).

Manufacturer narrative:
No apparent harm occurred in relation to the adverse event. Unable to enter code. (B)(4).

Event description:
The reporter indicated that a implantable collamer lens was implanted into the patient's eye. Pressure spikes were observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.